Manufacturer narrative:
Device eval by manufacturer: the jetstream device xc-2.1 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. A 0.014 thruway guidewire was inserted into the tip of the device and the wire transcended through the device with no hesitations or restrictions. The device primed as designed. The device was activated, and the blades did spin as designed for approximately 1 minute and 30 seconds. The blades stopped spinning. The motor was heard; however, no tip rotation was noticed. The device's pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The tip was not rotating as the pinion gear was spinning on the shaft. The complaint was not confirmed for guidewire resistance issues; however, it was confirmed for blades not spinning due to the gear sliding off the shaft.

Event description:
Reportable based on device analysis completed on 14dec2021. A patient experienced an aortic ascending dissection on (B)(6) 2021 and emergency treatment was performed. It was assumed that thrombi had formed and embolized in both legs. It was also assumed that thrombi had settled on existing stenosis in the popliteal. A 2.1mm jetstream xc atherectomy catheter was selected for use to treat the right side first. Thrombectomy was successfully performed in the popliteal followed by successful use of a 1.6mm jetstream. Then the left side was treated. The 2.1mm jetstream was rinsed again and reinserted into the patient to treat the popliteal artery. Despite being rinsed twice, the wire could only be threaded onto the jetstream with very high resistance. The procedure was completed with another jetstream of the same size. No patient complications were reported. The patient was stable following the procedure. However, device analysis revealed that the device motor was functional, but the blades would not rotate.

Event description:
Reportable based on device analysis completed on 14dec2021. A patient experienced an aortic ascending dissection on (B)(6) 2021 and emergency treatment was performed. It was assumed that thrombi had formed and embolized in both legs. It was also assumed that thrombi had settled on existing stenosis in the popliteal. A 2.1mm jetstream xc atherectomy catheter was selected for use to treat the right side first. Thrombectomy was successfully performed in the popliteal followed by successful use of a 1.6mm jetstream. Then the left side was treated. The 2.1mm jetstream was rinsed again and reinserted into the patient to treat the popliteal artery. Despite being rinsed twice, the wire could only be threaded onto the jetstream with very high resistance. The procedure was completed with another jetstream of the same size. No patient complications were reported. The patient was stable following the procedure. However, device analysis revealed that the device motor was functional, but the blades would not rotate.

Manufacturer narrative:
Device eval by manufacturer: the jetstream xc-2.1 device was received by boston scientific for analysis. The shaft and the remainder of the device were inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use (IFU). A 0.014 thruway guidewire was inserted into the tip of the device and the wire transcended through the device with no hesitations or restrictions. The device primed as designed. The device was activated, and the blades did spin for approximately 1 minute and 30 seconds until the blades stopped spinning. The motor was heard; however, no tip rotation was observed. The device control pod was opened to inspect for damage. It was noticed the pinion gear moved along the drive shaft and was not in contact with the motor gear. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip will stop. Presence of adhesive on the pinion gear was verified. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The tip was not rotating as the pinion gear was spinning on the shaft. Device analysis determined the condition of the returned device was not consistent with the reported information of guidewire sticking issues.